Event description:
The customer reported an alarm that he was unable to clear due to unresponsive buttons. The customer changed the battery and the screen was blank. Troubleshooting was performed, but the insulin pump was not responding. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen during the alarm due to a faulty component on the interface board. No blank display was noted.